Event description:
It was reported system didn't finish booting. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.